Event description:
It was reported the lead was explanted due to a perforation. Additional information provided by the hcp indicated that shortly after implant, the patient developed a pneumothroax. Approximately 6 weeks post implant, the patient had developed a left pleural effusion and a small pericardial effusion. There was no evidence of cardiac tamponade. Following the system removal, the patient underwent extensive occupational and physical therapy to improve his deconditioned status related to the pericardial and pleural effusions. The patient ultimately underwent reimplantation approximately 2 months later. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary no anomalies found; full lead returned and analyzed. It was reported the lead was explanted due to a perforation. Additional information provided by the hcp indicated that shortly after implant, the patient developed a pneumothroax. Approximately 6 weeks post implant, the patient had developed a left pleural effusion and a small pericardial effusion. There was no evidence of cardiac tamponade. Following the system removal, the patient underwent extensive occupational and physical therapy to improve his deconditioned status related to the pericardial and pleural effusions. The patient ultimately underwent reimplantation approximately 2 months later. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated mechanical tests performed, visual examination device performed, according to specifications operational context contributed to event undersensing high threshold.